Manufacturer narrative:
H.10 as a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. H.11 correction: this medwatch is resended as this event and device has been previously reported under MFR# 1038671-2021-10073.

Manufacturer narrative:
(B)(4). The device was returned in two pieces. Analysis completed on (B)(6) 2019 by (B)(4). Visual evaluation conditions/findings: the fractured surfaces appear consistent with crack initiation that likely initiated over time from the center of the device, propagation, and ultimate brittle fracture of the driver head. All other aspects of the device appear unremarkable and consistent with years of use. Design related issues: the design of the liner driver head has been in the field since 2005. Exactech is aware of 2 other similar complaint reports involving broken liner driver heads since 2008. Because the liner driver head is used in total hip surgeries, sales data for acetabular liners was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 30 units, which has been in the field since 2005. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this liner driver head, (B)(4)-rmr-instruments rev f, was reviewed. Corrective actions are not required because the occurrence rate is " very low", and the risk is captured in the rmr. Most likely cause: the broken instrument reported in experience (B)(4) was likely the result of a crack initiation, that initiated over time from the center of the device where the tip of the liner driver handle meets the liner driver head, propagation, and ultimate brittle fracture of the driver head. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. All pieces were accounted for from the broken liner driver head and the wound site was washed out. An investigation was conducted; the broken instrument reported was likely the result of a crack initiation, that initiated over time from the center of the device where the tip of the liner driver handle meets the liner driver head, propagation, and ultimate brittle fracture of the driver head.

Event description:
It was reported from the us that during an orthopedic surgical case the surgeon experienced an issue with the liner driver head. The 32mm liner impactor broke. This did not cause any delay to surgery and the patient was not adversely affected. All pieces were accounted for and the wound site was washed out. The patient was stable as they left the operating room. Inactive agency with no hospital/other contact information for the event. No additional information.